Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced a wound over the lead on their head. The wound initially healed but subsequently reopened, exposing approximately 0.5 inch of the wire on top of the scalp. A minor infection developed, which was treated with antibiotics and drainage. The patient was referred to a plastic surgeon for further consultation due to concerns about potential complications, such as bowstringing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported the cause of the lead erosion was related to a small wound that would open and drain every four-six weeks serous drainage and it was discovered there was a wound over a wire. The neurosurgeon opened the wound and cleaned everything out. The wound was cleaned out, but a small spot opened back up, so the patient went to wound care for three weeks. According to the patient the probe wire was on top of the skin so they saw a plastic surgeon who said they could close the wound, but they felt the wire would probably cause the wound to open again. They mentioned moving the probe or removing the device, but the deep brain stimulation was working well and with the patient being 82 years old they chose to monitor the wound for infection and wait. In the meantime, the patient would cleanse and cover the wound daily and monitor for infection.